Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 350 mg/dl. The customer was treated with manual injections to resolve the issue. Reportedly, customer left the ER three hours later with the issue resolved and no permanent damage. Reportedly, the customer alleged that the pump did not deliver insulin as intended, however troubleshooting could not be completed and the alleged root cause could not be confirmed. The customer reverted to an alternate method of insulin therapy.